Manufacturer narrative:
Field service was dispatched after customer troubleshooting identified volume imprecision on wash zone 1 and 2. Service replaced multiple valves and determined the valve, manifold kit, part number 7-77612-03, the likely cause. Service verified the system function by performing successful calibrations as well as a successful a control run. No additional discrepant results were reported. An instrument service history review revealed no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect toxo igg result of 4.4 iu/ml was generated for a patient sample (ID (B)(6)) that retested negative at 0.1 and 0.0 iu/ml. No adverse impact to patient management was reported.